Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d314trg, ICD. Product ID: 4196-88, lead, implanted: (B)(6) 2012. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) defibrillator portion of the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.